Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician tried to fix the lead several times, but the results were poor. After several attempts, the lead tip was worn and could not be fixed, so the lead was replaced. No patient complications have been reported as a result of this event.